Event description:
Abc 2 explantation / adding a level using competitor product. Surgeon was (B)(6). Original construct was done by (B)(6) at (B)(6) in (B)(6). Attempting to remove a screw from the plate when tip of the device (explantation screwdriver) broke. Surgeon used pneumatic power to cut the screws and plate out. Issue added approximately one hour to surgery time. Three screwdrivers were broke in the process. After closing the post op, flora image showed a clean wound; however, CT follow up on (B)(6)2009 showed foreign body was retained. Patient went back for surgery on (B)(6)2009, to have piece removed. Surgeon determined it was the screw driver tip.

Manufacturer narrative:
Device will be forwarded to manufacturer upon receipt; however, facility had advised they will not release the device at this time.